Event description:
The facility reported a flo-gard infusion pump experiencing an occlusion alarm, which occurred during programming/set-up in the emergency room. This event may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) incident was identified which occurred on date (B)(6) 2010 during drain cycle 1. The ultrafiltration (uf) was volume 2288 ml . This drain volume was 3588 ml. This drain volume meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation: the homechoice was evaluated by the product analysis lab for the reported event of increased intraperitoneal volume (iipv). The device was determined to meet specifications relative to the iipv identified during service log review. Probable cause was undetermined. The device was subsequently forwarded to service. Follow up: product surveillance followed up with the nurse and provided the results and probable cause identified during evaluation. The nurse stated that at this time, she did not have a patient name. The nurse indicated that this particular device is used in the field and it is not for a specific patient. She stated that it is used for acute situations. The nurse will try to follow up and see if she can identify the patient by the date this event occurred. No further information was provided. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). There is no use error or misuse of the device identified, no association with a mislabeling and the adequacy of the labeling is not being questioned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).